Event description:
The surgeon had performed bilateral partial knee arthroplasty procedures using mako's robotic arm interactive orthopedic system (rio) in (B)(6) 2010. About sixteen months after the procedure, the patient underwent a total knee revision on the right side due to pain.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regard to the event. The surgeon stated that the tibial baseplate component may be loose and lead to the pain and ultimately, the revision. An investigation is in progress and if the results reveal a different root cause, this report will be updated.